Manufacturer narrative:
The manufacturer previously reported that an information was received regarding a dreamstation auto CPAP device. The patient states that the device is not working and emits black smoke. There is no allegation of patient harm or serious injury, and no medical intervention was specified. During the investigation, pil observed a small amount of dust-like contaminant on the rear panel, front panel, and bottom enclosure. Investigation of the humidifier shows a small amount of dust contaminant on the flip lid seal, dry box, bottom enclosure, and bottom cover. Evidence of sound abatement foam degradation/breakdown was not observed. External visual inspection found no evidence of damage or failure. Pil performed dreamstation modem evaluation procedure. Pil confirmed no presence of degraded sound abatement foam using a fitt (foam integrity test tool) and the associated procedure ER 2245460. Pil is unable to directly address the symptoms. Pil cannot confirm the complaint of black smoke coming from the machine and the machine not working. DHR review was performed for the complaint device serial number, j307378124709. Review confirms that the device met the final acceptance criteria and was released for final distribution. The affected products with field complaints alleging pe-pur foam degradation have undergone the establishment of complaint codes specifically identifying foam degradation, for dream station CPAP/bipap series. A field correction action(2021-06-a) was initiated, and medical device recall letters were issued. A field action was initiated to replace pe-pur foam in affected products; degradation was added to the respective dfmeas and the risk management file that was current at the time ¿ ER 2219697 v15 (nirvana risk management matrix) was updated to include hazards associated with foam degradation based on complaints analyzed through various health hazard evaluations (hhes). Risk tags ¿ degrad04, irrit05 reflected the safety risk assessment of design containing the affected pe-pur foam. These complaints were monitored and trended in accordance with the complaint trending procedures. If the complaints were determined to meet the criteria for escalation, they were escalated for risk assessment through the post market clinical escalation process. As of the date of submission for this report, there is no indication that complaints for the failure in question have led to unacceptable levels of severity or probabilities of harm, and therefore no further action will be pursued.

Event description:
The manufacturer received information regarding a dreamstation auto CPAP w/hum/ht/cell, dom device. The patient states that the device is not working and emits black smoke. There is no allegation of patient harm or serious injury, and no medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.